Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
The customer's pump shut off and reset unexpectedly at 25% battery life during basal delivery. The customer's blood glucose level was impacted (287 mg/dl).